Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the procedure, it was noticed that the balloon ruptured. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.